Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the extension set would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109024 was performed. The search showed that a total of (B)(4) lot number was built on 11oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the extension set would not flush.